Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was throwing up blood during their current hospital stay. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was in the hospital due to gastroparesis symptoms, including vomiting. It was noted to have felt like when they had an episode of gastroparesis. A clinician programmer was not available at the time of the report so no troubleshooting was done. No further complications were reported/anticipated.